Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
School nurse reported via phone call that the insulin pump was not working when attempting to bolus. Nurse stated that the insulin pump was frozen and the buttons were unresponsive. Nurse mentioned that the insulin pump alarmed weak battery, however after replacing the battery the insulin pump alarmed failed battery. The failed battery alarm did not clear despite troubleshooting. Nurse also stated that the customer had high blood glucose readings of 298 mg/dl. Advised customer to revert to a back up plan and the device is being returned for analysis.

Manufacturer narrative:
The insulin pump was monitored for several days. The insulin pump was received with intermittent button response due to flattened esc and act button dome switch. No unlocked lcd keypad connector. The device was received with all operating currents within specification and passed functional testing including the rewind, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected failed battery alarm anomalies noted. No unexpected weak battery alarm anomalies noted. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.